Event description:
It was reported the swivel mechanism of the epiq elite ultrasound system¿s control panel arm will not lock into position while transporting the unit within the user facility. No patient or user was harmed because of the issue. A philips service engineer removed the control panel arm covers and found the bushing around the lower swivel lock latch was out of place. The philips service engineer cleaned the grease and residue from the hole where the bushing seats and applied loctite 480 to the bushing and seated it firmly in place to resolve the issue. A thorough engineering investigation has been performed to identify the root cause of the reported issue. The engineering team determined the failure was a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.